Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013 for bladder control and prolapse repair and mesh was implanted. Within the first 3 months of the procedure, the patient experienced left sided pain/discomfort and pubic bone pain and tenderness. The patient attended various appointments expressing pain and concern, various test and scans were given, without conclusion. The patient was told by the surgeon, that its something to get used to and commented it seems like a yearly occurrence. It was never highlighted that it could be mesh related. Throughout the duration of this product being insitu, the patient has had numerous scans, x-rays, gp visits and even colonoscopies to try to identify the cause of pain and discomfort. Five years prior to mesh removal (B)(6) 2021), the patient has endured elevated pain and new symptoms. The patient's physical ability and appearance will never be the same again. The patient further reported pending future repair surgeries are required as the patient is limited to what she can do. No further information is available as reporter details have not been disclosed (confidential).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.